Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements. The device was reprogrammed to eliminate lv function and a revision procedure is planned for a later date. There were no adverse patient effects reported.